Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that her front teeth have a gap now and they do not touch, and she is unhappy with the gaps that she has.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.